Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had low out of range shock impedance on the right ventricular (rv) channel. Boston scientific technical services (ts) provided troubleshooting actions. It was later noted that the patient was at the chiropractor and had the transcutaneous electrical nerve stimulation (tens) unit on, which caused the low out of range impedance. The device remains in use. No adverse patient effects were reported.